Manufacturer narrative:
Patient age unknown; however over 18 years old. (B)(4) - (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure for a 4cm malignant stricture in the duodenal bulb, performed on (B)(6), 2010. According to the complainant, the physician had difficulty placing the stent in the patient's moderately tortuous anatomy. It was reported that this was because he had trouble holding onto the scope perfectly. After attempting to reconstrain the stent for the third time, the outer sheath twisted and the distal handle detached. The partially deployed stent was removed through the scope. The physician stated that he did not allege a complaint against the device because of the number of retractions attempted. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure for a 4cm malignant stricture in the duodenal bulb, performed on (B)(6), 2010. According to the complainant, the physician had difficulty placing the stent in the patient's moderately tortuous anatomy. It was reported that this was because he had trouble holding onto the scope perfectly. After attempting to reconstrain the stent for the third time, the outer sheath twisted and the distal handle detached. The partially deployed stent was removed through the scope. The physician stated that he did not allege a complaint against the device because of the number of retractions attempted. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed. A severe kink was noted at the proximal end of the stent. It was noted that the outer sheath was bunched in appearance distal to its proximal end, and was broken distal to the deployment handle. It was not possible to retract the outer sheath by hand in order to deploy the stent. The shaft of the device was dissected proximal to its distal end. The stent was deployed distally through the tip of the dissected section of the device. Examination of the deployed stent and the stent holder noted no anomalies. It was still not possible to retract the outer sheath proximally after dissection due to the bunching noted on the proximal end of the outer sheath. There were no issues noted with the inner shaft. From the information available this device was not used per the directions for use (dfu). The complaint reports that three attempts were made to reconstrain the stent; the dfu states that the deployment process can only be repeated twice. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause is user/use error.